Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73g1500672 investigations did not show issues related to the complaint. The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the product failed to properly fire or load when attempting to ligate the cystic duct/artery. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73g1500672 was confirmed with sample received. During visual components looked well assembled no stuck clip in jaws. Failure mode failed to properly fire/load was not confirmed with sample received during visual inspection. Functional inspection: applier was activated and clip was released; however clip was loaded in jaws, but clip does not open. Applier was again activated, and clip was released; resulting in two broken clips from hook. Finally applier was activated, and two clips released, loaded & closed properly. During the manufacture of the device, the manufacturing facility performs a 100% functional testing as part of final inspection and release. DHR documentation shows that this process was followed, so the device was functional at that time. Although; the complaint defect was confirmed, a definitive root cause was not able to be determined. In addition, an analysis of the complaint rate was conducted, which shows a decrease in the complaint rate for these devices. No corrective actions are required at this time.

Event description:
Alleged event: the product failed to properly fire or load when attempting to ligate the cystic duct/artery. The patient's condition was reported as fine.